Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the act button not working properly. No further details given.

Manufacturer narrative:
.